Manufacturer narrative:
Investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. Additionally, as per device explant report two channels were found extra cochlear, which is most likely related due to a post-operative migration of the electrode array. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
In the summer of 2019, the user noticed that she was not hearing very well with the device but due to lack of insurance did not seek out a clinic to have the device checked. No trauma has been reported. Re-implantation surgery took place on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. Reportedly the decrease in hearing performance was gradual. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
In the summer of 2019, the user noticed that she was not hearing very well with the device but due to lack of insurance did not seek out a clinic to have the device checked. No trauma has been reported. The user believes the decrease in hearing was gradual but is not totally sure as she initially thought the issue was external equipment related.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In the (B)(6) of 2019 the user noticed that she was not hearing very well with the device but she did not have insurance so she did not seek out a clinic to have the device checked. No trauma has been reported.